Event description:
Additional information received from the consumer reported that the device was reprogrammed and the settings were changed. The patient did not have leg cramping for 4 days, then it returned. The patient also had leakage and severe cramps in her left foot that woke her up 3-4 times per night. The patient was working with her doctor to try a different program.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va01t7d, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
A patient with an indication for use of gastrointestinal/pelvic floor reported that her leakage returned in (B)(6) 2015, she met with a manufacturer representative, and the device was reprogrammed. At that time she was told that the lead wire moved a little bit and it was sending stimulation to the wrong area. This was resolved by reprogramming. In (B)(6) 2015, the patient stopped feeling stimulation in the right location and felt stimulation in the wrong location. She felt no stimulation toward the rectum area like she used to and could feel pulsating when she needed to go to the bathroom. The patient also had uncomfortable stimulation and overstimulation. Her leakage returned and she had to wear a pad again. The patient increased stimulation from 5.2 volts to 5.9 volts and had severe cramping and pain all the way down her left leg. This was related to positional movements and only occurred when she was sitting or lying down. The cramping in her left leg was so severe that it woke her up all night long and was gradually getting worse and worse. She had been taking potassium pills but it didn&#38176;help with the leg cramping. Her feet would also arch and curl. The patient wondered if her lead moved or if the settings need to be changed. The patient was on program 2 and tried going to program 3. She felt no stimulation at 3.0 volts and increased to 3.1 volts, and it felt a little too strong, but she felt it towards the rectum area where she used to feel it and wanted to feel it. It used to feel stronger for the first couple of days when the setting was changed, and then it eased after a couple of days. On program 3 at 3.1 volts, stimulation felt about how it was felt when the manufacturer representative reprogrammed the device in (B)(6) 2015. The patient tried program 4 and at 4.5 volts, she felt stimulation but it wasn't in the center, it was more to the left. She changed to program 1 and was on program 1 when it first stopped working. She felt stimulation at 3.5 volts and barely felt stimulation at 3.7 volts, but stimulation was felt toward the left butt check. She wanted to go back to program 3 as it felt more in the center. On program 3, at 3.1 volts she didn't feel stimulation, so she increased to 3.2 volts and felt comfortable stimulation. She planned to try this setting and follow up with her healthcare provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.